Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated an the reported condition of "won't lock attachment" was confirmed. It was observed during pre-test repair that the set-screw failed acceptance criteria. The device was repaired, and passed all post-repair acceptance criteria. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device "won't lock [the] attachment." It is known that the event occurred during surgery. It is also known that there was no patient injury or user injury or medical intervention. No additional information available.